Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr , donor 2 inr: 3.3 inr . Donor 1 hct: 43% , donor 2 hct: 48% . Testing results: donor #1: retention meter and master lot strips: 2.3 inr , customer meter and customer strips: 2.3 inr . Donor #2: retention meter and master lot strips: 3.3 inr , customer meter and customer strips: 3.4 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 409650) were tested in comparison with the master lot coaguchek xs pt at roche (B)(4). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Phone number was provided as (B)(6). The occupation is lay user/patient.

Event description:
The initial reporter stated he received a discrepant result when tested with coaguchek xs meter serial number (B)(4). At 9:42 a.m., a sample from the patient was tested using the complained meter, resulting with a value of 3.8 inr. At 9:57 a.m., a sample from the patient was tested using the hospital's unknown model of coaguchek meter, resulting with a value of 2.8 inr. The patient did not know if each sample was collected from the same finger or each was collected from a different finger. The patient's therapeutic range is 2.2 - 2.7 inr.